Manufacturer narrative:
The lot number provided could not be verified and no manufacturing record evaluation could be performed.

Event description:
It was reported that a patient underwent primary breast augmentation with two 325cc sal siltex rnd mlv breast prostheses. Post-operatively, the patient suffered right breast implant deflation. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2007. The replacement devices were: (right) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 5721154 sn: (B)(6) and (left) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 5713789 sn: (B)(6).

Manufacturer narrative:
D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).